Event description:
It was reported that during a surgical procedure at the user facility, the blue layer of the product was coming off the product. The surgeon removed any and all of the blue plastic flakes off of the cement that flaked off of the sculp when he was removing the excess cement from the joint implants. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported condition of plastic flaking was confirmed on both of the returned sculps. Hardened cement was observed on both. The edges appeared jagged and deformed and with some ¿flash¿ presence.

Event description:
It was reported that during a surgical procedure at the user facility, the blue layer of the product was coming off the product. The surgeon removed any and all of the blue plastic flakes off of the cement that flaked off of the sculp when he was removing the excess cement from the joint implants. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.